Manufacturer narrative:
Follow-up #1: date of submission: 22-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 28-feb-2018 with the following findings: during the investigation, a review of the pump history showed the user continued to use the pump until (B)(6) 2018 overriding the data for the date of the event, (B)(6) 2018. The available black box data showed no evidence of any vp-vm excursions. The battery was not returned with the pump. The pump was successfully run on a 24 hour basal program without any reboot, power loss, or overheating being duplicated. The pump¿s electrical current draws were found to be within specifications. The pump was opened, and no evidence of moisture was found in the battery compartment or internally. The power flex and components were inspected with no defects found. No damage was observed to the power circuit. The investigators were unable to duplicate the complaint of overheating or power loss during the investigation. Unrelated to the original complaint, the battery compartment was found to be cracked at the left side of the grip pad. The battery cap was unable to fully secure to the pump, due to the battery compartment crack. The cap was found to continue to spin with the o-ring showing.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.